Event description:
The carbon head rest of table top came off during operation. No injury reported. (B)(4).

Manufacturer narrative:
The carbon head rest and head plate adaptor separated from the carbon table top during an operation. A maquet field service technician (fst) investigated the table at the hospital. The fst observed that the adhesive bond that connects the adapter to the table top had failed. Additionally a connector screw on one side of the head rest was broken. However, the fst believes that this is consequence of the part falling to the floor after the separation occurred. The table top fulfills the requirements according to (B)(4). Also a mechanical strength test with safety factor 6 for the head rest interface has been done. The table top is 9 years old. Possibly overload or collisions are the root cause for the break. Maquet service has ordered parts to repair the table. Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.